Manufacturer narrative:
The insulin pump was monitored for four hours with multiple basal rates. No blank display or display anomaly was noted. All operating currents were normal. The audio functioned properly during the self test and no audio anomaly was noted. No vibration was noted during the self test due to a broken black wire on the vibrator motor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump had been dropped and the display was temporarily blank. After a battery change, the display returned. Customer also reported that the screen was scratched. Blood glucose level was 151 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.